Event description:
The facility reported a colleague infusion pump with a failure code of 570:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 570:320:654:0000 was confirmed and reproduced during product evaluation. The root cause was found to be due to faulty main batteries, by baxter personnel. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.